Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. There was no specific device deficiency reported and no indication for irregular stent placement. Pre and post dilation was performed. Based on the information available the investigation is closed with inconclusive result. There was no reported device deficiency; a root cause for the reported restenosis could not be determined. Labeling review: relevant labeling applicable for this product was reviewed; it was found that the instructions for use sufficiently address the potential risk associated with the use of the covera vascular covered stent. Based on the instructions for use complications and adverse events may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow and restenosis of the target vessel. H10: d4 (expiration date: 08/2022), g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately one year eight months and thirty days post stent placement procedure, the patient diagnosed with target lesion restenosis. It was further reported that standard percutaneous transluminal angioplasty was performed to treat the target lesion. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of the clinical trial that approximately one year eight months and thirty days post stent placement procedure, the patient diagnosed with target lesion restenosis. It was further reported that standard percutaneous transluminal angioplasty was performed to treat the target lesion. The current status of the patient is unknown.